Manufacturer narrative:
The biomedical engineer (bme) called technical support to report that the display was dead. Remote service was actually canceled and no longer needed as the bme resolved the issue while waiting for technical support. Multiple attempts have been made to try to obtain further information about this case regarding the repair, but no response was received from the bme. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the display was dead. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The biomedical engineer (bme) called technical support to report that the display was dead. Remote service was actually canceled and no longer needed as the bme resolved the issue while waiting for technical support. Investigation is ongoing.